Event description:
An olympus employee reported to olympus, the evis lucera elite colonovideoscope had switch one displaced. Inspection and testing of the returned device found nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The foreign material in the nozzle could not be specified. Additional information from the foreign matter questionnaire found the following: the product was cleaned, disinfected, and sterilized before it was sent it to olympus. It is unknown, what was the foreign material adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). There were no abnormalities in the accessories used for preprocessing. Unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution and with air and water. A review of the device history record found no deviations that could have caused or contributed to foreign material in the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the cause of the foreign material on the device was unable to be specified since it was unknown whether reprocessing was performed in accordance with the instructions for use. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual describes how to inspect for the subject event in ¿preparation and inspection: inspection of the endoscope and inspection of the endoscopic system¿. As below; "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s, insertion section for abnormal swelling, bulges, dents, or other irregularities". "[Inspection of the objective lens cleaning function], inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve, observe the endoscopic image and confirm that water flows on the entire objective lens". Olympus will continue to monitor field performance for this device. The customer's allegation was not confirmed. The device evaluation found that switch one did not work; due to corrosion. The device leaked; due to damage on up/down knob. Adhesive on the bending section cover had a chip and a white-clouded area, the scope cover was dirty; due to water leakage. The control unit was dirty; due to water leakage. The connecting tube had a scratch, the adhesive around the objective lens and light guide lens had a white-clouded area, the plastic distal end cover had a dent, the protector on the universal cord on the scope connector side had a scratch. And due to clogging of nozzle; water removal ability did not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.